Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01424. Investigation is ongoing.

Event description:
As reported, during the tf tavr case the first commander delivery system balloon burst during valve deployment, most likely on calcium in the patient's anulus. A second commander delivery system was prepped and advanced across the valve to post-dilate it. That delivery system balloon also burst. Difficulty was experience during withdrawal of that delivery system and the distal tip detached within the patient. A cutdown was performed to successfully remove the devices from the patient and no pieces of the delivery system were left within the patient. No damage was noted to either sheath after they were removed from the patient. Both balloons had nominal volume.

Manufacturer narrative:
Added additional h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. No device was returned for evaluation. A DHR review and lot history review were performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided showing calcification and tortuosity patient's access vessels. The IFU and training manuals were reviewed for guidance and instructions on device preparation and usage involving the commander delivery system and esheath usage. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. The perform thv deployment, unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp </= 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv, thv oversizing: reduced thv foreshortening, incomplete thv expansion: reduced foreshortening of the thv, and severe ihss including septal hypertrophy: thv movement aortic. If the delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified, no escalation to a pra is required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The events were unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'a second commander delivery system was prepped and advanced across the valve to post-dilate it. That delivery system balloon also burst.' It was noted that the patient has calcification in annulus. Additionally, the 3mensio report illustrates calcification of the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported event. It is possible that the balloon burst altered the balloon profile. The altered delivery system made the device more susceptible to catching on the tip of the sheath. This subsequently led to the high resistance during withdrawal of delivery system from the patient. Additionally, tortuosity and calcification was present in the access vessels which may have exacerbated the withdrawal difficulties. As such, available information suggests procedural factors (withdrawal of burst balloon) and/or patient factors (calcification, tortuosity) could have contributed to the complaint event as a result of balloon burst, it is possible excessive force was applied to overcome the high resistance due to withdrawal of burst balloon, and it led to separation of the distal nose tip from delivery system. On of delivery system could have got caught on the tip of the sheath. As such, available information suggests procedural factors (withdrawal of burst balloon/excessive manipulation) could have contributed to the complaint event.